Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a failed load cell. The archive data indicated a ua07 error, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The load cell characterization check revealed an over-reporting load cell, which was replaced to address the reported complaint. Unrelated to the reported complaint, a broken load plate ground cable was noted and replaced during service. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message and could not clear the ua. The customer attempted to swap the lifeband, but the bar that tightens the band was not engaging. No further information was provided. Patient use information was requested, but no additional information was provided.